Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked. It was reported by customer that blood control valve malfunctioning. Blood control valve malfunctioning. 1. What is the date of the event? 2-25-2025 and we had another one yesterday, 3-4-2025. 2. When did the issue identified (before or after use) during insertion of the cathena catheter. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm. 4. Any photo or sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No, unfortunately. This is all the information that I have for this complaint and will be provided.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
No samples or photos were returned for investigation. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue.